Manufacturer narrative:
Correction d2a and d2b: d2a: common device name: remove: set, administration, for peritoneal dialysis, disposable and replace with: system, peritoneal, automatic delivery. D2b: classification code: remove: kdj and replace with: fkx. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice peritoneal dialysis (pd) cassette set leaked. It was further described as "fluid leakage on occlude". This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.